Event description:
On 6/25/2024, it was reported by a sales representative via sems- (B)(4) that an ar-6480 dw arthroscopy pump was inconsistent and not flushing blood out of the joint by fluctuating from 12 to 96 on pressure and then would stop pumping. The patient was not affected. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the tubing.